Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# j10942r04, implanted: (B)(6) 2002, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Additional review determined that the conclusion code no longer applies and has been updated.

Manufacturer narrative:
Concomitant products: product ID: 8711, lot# j10942r04, implanted: (B)(6) 2002, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine (30.0mg/ml at 14.496mg/day), dilaudid (hydromorphone) (14.0mg/ml at 6.998mg/day), and morphine (40.0mg/ml at 19.994mg/day) via an infusion pump. The patient's indication for use was spinal pain. On (B)(6) 2015 a consumer reported that a high/low siren tone had been heard. It was noted that the patient had been sick and was constipated. The patient had been sick prior to the alarm being head and it was reported that the patient had been in the hospital "before" and had x-rays done. On (B)(6) 2015 a company representative reported that the pump logs were checked and a motor stall occurred on (B)(6) 2015 and there was no stall recovery. The logs show that s tube set message on (B)(6) 2015. The patient experienced withdrawal symptoms. The pump was explanted and replaced.

Manufacturer narrative:
The pump ((B)(4)) was returned for analysis and an anomaly with gear three in the motor was found.

Manufacturer narrative:
Additional review determined that the conclusion code no longer applies and has been updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.